Manufacturer narrative:
On july 26, 2013, nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Test strips lot # 1020213074, expiration date: 3/2015. Control solution lot # 1030214093, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of 81 mg/dl. The consumer experienced a hypoglycemic event requiring emergent food intake to help raise his consumer blood sugar level. The consumer's blood glucose readings were low showing the device to be performing as intended. The consumer declined to return meter for eval. This is being reported as an adverse event under the FDA medwatch regulations.